Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose between 30 mg/dl and 40 mg/dl. Customer states that blood glucose dropped after set change and found that fixed prime was set to 2.5 and was not sure how pump received this setting. Customer also reported of being hospitalized for high blood glucose and diabetic ketoacidosis on two different occasions. Customer was hospitalized on (B)(6) 2013 for five day and again on (B)(6) 2014. Paramedics were called and customer was taken to the hospital. Customer was dehydrated and was throwing up. It was found that on both occasions customer had a gastro intestinal virus. Customer was wearing insulin pump at the time of hospitalization.